Event description:
Customer reported hospitalization due to diabetic ketoacidosis. Blood glucose level at the time of the hospitalization was above 500 mg/dl. Customer was feeling ill. The customer was wearing the insulin pump at the time of the hospitalization. At the hospital the customer was placed on insulin drip until the blood glucose became stable. Troubleshooting was performed on the insulin pump and the drive support cap appeared normal, found no air in the tubing of the infusion set, during manual prime insulin did exit the pump. Time and date were correct, basal rates were correct, bolus wizard settings were correct. Checked alarm history and everything was normal. Checked bolus history and everything matched. High pressure test was not performed because the customer did not have the tubing clamp. The insulin pump will be replaced. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.